Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and waring the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g.,redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2016. The reaction was located on under the sensor pod and was described as small raised bumps and itchy skin. On (B)(6) 2016, patient sought out medical attention to receive treatment for the rash and was not prescribed anything, but advised to use over the counter (otc) benadryl at night to help with the itching. The patient used otc benadryl to treat the affected area. At the time of contact, the patient was still slightly itchy. No additional event or patient information was provided.